Event description:
Customer reported that a patient was returned to surgery for bleeding one day following a CABG and mitrovalve procedure. The operating surgeon reports that the suture was found broken. The current status of the patient is reported as "doing well."

Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.